Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the returned device shows signs of extensive use such as scratches, dings and gouges. The device is not stuck as the complaint states and functions as intended. The complaint condition cannot be replicated. Device was manufactured in july 2002 and has been used successfully for more than nine years. The complaint condition cannot be replicated, therefore it is concluded that this complaint is invalid with respect to design.

Event description:
It was reported that during an ankle fracture procedure, the tip of the sharp hook (319.39) broke while the surgeon was reducing the fracture. The broken fragment was retrieved. During the procedure, the universal chuck with t-handle became stuck. The schanz pin in the universal chuck with t-handle and it would not come apart. Surgeon used another sharp hook and universal chuck with t-handle to complete the procedure with no harm to patient. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 2 for complaint (B)(4).